Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned empty vial. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 90-105 mg/dl and expected pm non-fasting blood glucose test result range is 145-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 110 mg/dl using true track meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: (B)(6).